Manufacturer narrative:
Submit date: 2018-01-02. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the device is not making any of its normal alarm sounds. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the device is not making any of its normal alarm sounds.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.